Manufacturer narrative:
Product ID 3998, lot# j0546367v, implanted: 2005 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that five years ago the patient had to have her device replaced because it was ¿floating around inside her.¿ the patient was taking care of her husband, and they thought that excessive lifting caused the device to ¿float around¿ inside her. No patient symptoms were reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.